Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 088 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: call service 088 alarms were observed in the alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no alarms observed. Unrelated to the initial allegation, the battery compartment was cracked.